Manufacturer narrative:
The device was not returned the customer removed and returned the suspect pace defib engine board. Visual evaluation of the board found extensive damage consistent with user mishandling. Due to the condition in which the pace defib engine was received, root cause analysis could not be firmly established. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.